Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was inspected at olympus france.(ofr). In the evaluation of ofr the following was confirmed; -bending section rubber glue condition chipped. -probe surface insulation was not in standard -ultrasonic echo signal function was broken -gap between glue and acoustic lens. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Bottle x: enterococcus faecalis (>100 cfu/100ml), yeasts transmitted in mycology (>100 cfu/100ml). Bottle y: enterococcus faecalis (>100 cfu/100ml), yeasts transmitted in mycology (>100 cfu/100ml). Bottle z: yeasts transmitted in mycology (2 cfu/100ml), micrococcus species (2 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.